Event description:
A surgeon reports performing a lens exchange due to a patient's complaint of seeing starburst rainbows following the initial intraocular lens implant surgery. The patient's distance vision following the initial surgery was 20/30 without correction and her bcva was 20/15. The lens was replaced with a different lens model from another manufacturer. One day following the lens exchange, the patient's uncorrected va was 20/30 and the patient was reporting some glare. In 2006, the patient's bcva was 20/20. Patient continues to have some glare and blurring of vision. Additional information has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.